Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged blank display found on nov 15, 2021. Device was received with a blank display. Unable to perform the displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to download history files and traces using thus due to blank display. Unable to generate power management graph due to blank display. Device was cut open to perform visual inspection and found that the battery tube power connector was not connected properly to j7/pcb1. No evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Connected the power connector and continued testing. Device passed the self test, sleep current measurement and active current measurement. Device was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms or alerts were found in the history files or traces for the event date and during the testing. However, insert battery alarm was recorded and found in the formatted history file on: 11/14/2021 18:39:53.000 and 11/14/2021 18:49:00.000. Power loss alarm was recorded and found in the formatted history file on: 11/14/2021 18:50:19.000. Failed batt/battery failed alarm was recorded and found in the formatted history file on: 11/14/2021 18:50:23.000 upon checking on the detail trace file, power loss alarm and failed batt/battery failed alarm was expected since the battery has low power. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to download history files and traces using thus due to blank display. Blank display was confirmed due to battery tube power connector not connected properly to j7/pcb 1. However, re-connected the power connector, continued testing and no blank display noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had blank display. Customer had inserted new battery but did not work. The insert battery alarm was not displayed on the screen of insulin pump. The contacts on battery cap was not missed or damaged. The battery compartment and spring was neither corroded nor damaged. The display of insulin pump was not returned after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.